Event description:
Device issue: difficult to deploy-thumb advancer, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during step 2, the device was inserted deep into the vessel to the exchange sheath hub causing resistance during thumb advancer deployment. After clip deployment, the device was difficult to remove. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, the counter-traction with an assertive pull was applied, which released the device from the tissue tract. After device removal, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.